Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the process of trying to get a pain stimulator for cervical/neck and back pain, however it ended up that operation was aborted. The patient was told she would get some sedation and pain mediation but the manufacturing representatives wanted the patient to be awake as a possible so they could ask questions during the procedure about the stimulation sensation. The patient had an IV and was told that it was just hydration, and that someone would be in to give the patient muscle relaxer and pain medication. The anesthesiologist appeared and was told to give the patient as little sedation as possible and no pain medication because the patient needed to answer questions. After that the anesthesiologist ran away and did not give the patient anything. The patient stated that the operation was horrible and she could feel her flesh being torn and was screaming in pain and had her face in a donut and things in her nostrils to breath. The patient stated that she was given very little anesthesia and no pain medication. The patient was told that it was the equivalent of an infant and would not have been enough for a toddler. The patient was a (B)(6) inch woman and obviously needed more. The patient could not stand it anymore. One of the wires was hard to get in there so they stopped it. Later the doctor did get the wires in there and hooked them up to a trialing device. At one point the patient had their head pushed down and was told to shut up and answer the questions. The patient got out of the operating room and was put in a room with manufacturing representatives. The manufacturing representative would touch the tablet and the patient would feel her hand was going up and it was like the patient was getting struck by lightning and electrocuted every 5 seconds. The patient reported that their body went into a massive spasm and it looked like she had multiple sclerosis or cerebral palsy and her hands and arm couldn't move, couldn't even open a cabinet or refrigerator or anything she was in such bad condition. The patient had a horrific pain and was deformed between the surgery and getting zapped every 5 seconds. The patient's legs were fine and she could walk. The doctor put the patient on massive doses of steroids and vicodin and it took a week of pain but then her arms did come back. When the patient saw the doctor again she told him she tried to pull the wires out herself. The patient had tried a couple of times to use the unit because she got very bad headaches and was willing to do anything. The patient pulled the wires out kind of half way. The patient went back to the doctor and agreed that it was an unfortunate situation. If things had gone smoothly maybe the patient could have gotten used to it but she had never been in that much pain or seen her arms and hands as deformed as they were. The patient stated that she was tortured. Additional information received reported that there was nothing to explant because the event involved a trialing system. The patient had experienced a shocking sensation when the stimulation was turned on because it came on stronger than expected. The solution was to turn the stimulation down. Additional information was received from the patient indicating that they had severe neurological problems with their hands and they would need additional surgery. It was noted that the patient believed it was from the trial where they mentioned they were "tortured". Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.